Event description:
Customer's meter would prompt the clean test area message continuously. The meter continued to read the clean test area message and patient was unsure if the results patient did obtain previously were accurate. Ccr replaced the meter because the issue was not resolved. Customer felt that the meter was also reading inaccurately low. Patient had been having symptoms of frequent urination. Patient had obtained a blood glucose result of "135 mg/dl" and a calibrated lab results of "207 mg/dl". No medical treatment was reported. Patient physician added 2 mg. Of amaryl to medication due to the elevated calibrated lab test results. The meter and calibrated lab test results obtained were several days apart. As a result, causing the comparison to be invalid. Patient felt that patient might have been harmed due to the fact patient was taking "dexamethasone", which causes blood glucose levels to become elevated, all the while obtaining inaccurate low results. Patient reported running a check strip test two times a day (results unknown). Patient did not report any control solution test and had been cleaning meter correctly.